Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5155134.

Event description:
Voluntary medwatch received states the right atrial lead exhibited low atrial impedance triggering lead warning. The lead remains in use.